Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient¿s stimulation wasn't working as well as previously. The patient was unable to provide any sort of date when it changed. There were no known factors that could have led to the issue. The rep reported that an impedance check revealed that electrodes 8-15 were out of range. The rep was able to get good bilateral stimulation by reprogramming the device to avoid those electrodes. The patient was satisfied with his stimulation as of present. The issue was resolved. No further complications were reported.